Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion device. The patient had a blood glucose result of 26.7 mmol/l and experienced symptoms of nausea and felt faint. The patient's mother administered insulin via pen therapy and transported him to the hospital. Neither pen nor pump therapy were bringing down the patient's blood glucose levels. At the hospital the patient was diagnosed with diabetic ketoacidosis and is being treated with IV therapy. The blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.